Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. This issue was previously reported under MDR number 3002809144-2018-00063. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect hiv ag/ab combo reagents. The following data was provided. Initial (B)(6) ((B)(6)) repeat (B)(6) ((B)(6)) results using the architect method at another facility ((B)(6)) using a different reagent lot were also (B)(6) ((B)(6)). Other methods were (B)(6) including (B)(6). The patient is a (B)(6) old child whose mother is (B)(6). No results values were provided for the mother. The customer stated both the patient and the mother have (B)(6) viral loads. No impact to patient management was reported.

Manufacturer narrative:
Additional information from the customer indicated the transmission of infection from the mother to the child during pregnancy was likely. The mother was (B)(6) and was confirmed using the architect method, however no specific values were provided. The child was on (B)(6) treatment. The treatment given was not provided, dates of treatment were not provided. Subsequently, no (B)(6) load was detected in a sample from the child. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. External commercially available seroconversion panels ((B)(6)) were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.